Manufacturer narrative:
(B)(4). Date sent: 04/04/2011. Information was not provided by the affiliate. The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was requested on (B)(6) 2011 and to date no additional information has been received.

Event description:
It was reported that during an anterior resection, when the surgeon used the circular stapler for the end to end anastomosis, he reported that "the gun didn`t feel right." The anastomosis failed and the patient suffered a leak. The surgeon had to complete the anastomosis by hand sewing. The patient has now received an ileostomy and a permanent stoma. The condition of the patient immediately after the event was stable. As a result of the difficulties encountered with this device, the procedure was prolonged 75 minutes. Additional information has been requested, but to date, no more information has been received.